Manufacturer narrative:
Sections with additional information as of 22-apr-2020: b2: adverse event report is being submitted due to symptoms related to diabetes - drowsy. H6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 22-apr-2020: h1: type of reportable event corrected from "malfunction" to "serious injury". H10: most likely underlying root cause corrected from "mlc-62: user had poor technique" to "mlc-30: user applied blood to strip before inserting strip into meter".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation, most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error code. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is (B)(6) 2020. During the call, a blood test was performed by the customer fasting and produced test result of 380 mg/dl using truetrack meter. Customer was satisfied with the blood glucose test result obtained, stating she believed it to be accurate as she was feeling drowsy at time of call in relation to her diabetes. Medical attention was not needed at the time of the call.